Event description:
It was reported that the patient presented for an implant procedure. Before being placed in the body, it was observed that the right atrial (ra) lead's helix failed to extend. The ra lead was not used and was replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead did not find any anomalies.